Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went to see their managing health care provider's (hcp) assistant (a nurse practitioner, np) on 16 mar 2024 to check the device because the therapy wasn't working for their symptoms. The patient stated the hcp tried different programs and that didn't help so they came home and the next day they were having really bad pain where the implant was. The patient stated they had to lay where it (the ins) would stay still for 24 hours. Patient stated since they got the ins the implant had been "turning" in the pocket and that it was "a daily thing." The patient stated when the np was trying the different programs, they weren't feeling the stimulation anymore like they used to. Patient services reviewed stimulation considerations and asked if they'd previously felt it in the bike-seat and the patient stated they'd felt it higher than the bike-seat but not as close to where the implant was. Patient stated event though they hadn't been able to feel the stimulation when the np had adjusted, they could tell sometimes it was working because of how their symptoms were. Patient stated it was working for their symptoms off and on. Patient denied having had any falls or traumas that would have led to the issue. Patient asked if the ins was supposed to move patient services reviewed information with the patient and explained scenarios where the ins could shift. The patient asked if it would be prone to shift if they were obese. Patient services redirected the patient to follow up with their hcp to check the implanted system and suggested the hcp could page a manufacturer representative to the appointment if they needed assistance in checking the implanted system. The patient stated they were going to follow up with their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.